Event description:
It was reported that shaft break occurred. A 4.00mm x 20mm nc emerge balloon catheter was advanced for dilation. However, during procedure, it was noted that the balloon broke off inside the patient. The device was snared and removed intact from the patient. Another balloon was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Returned product consisted of an incomplete device return of an nc emerge balloon catheter. The device was visually and microscopically examined. The hypotube and shaft of the device had numerous kinks. There was a separation of the shaft, 122cm from the strain relief. A total of 16.7cm of inflation lumen was returned and the full returned length of the lumen was stretched down. The guidewire lumen, balloon, markerbands, and tip failed to return for analysis. Product analysis confirmed the reported break as there was separation of the shaft to the device.

Event description:
It was reported that shaft break occurred. A 4.00mm x 20mm nc emerge balloon catheter was advanced for dilation. However, during procedure, it was noted that the balloon broke off inside the patient. The device was snared and removed intact from the patient. Another balloon was used to complete the procedure. There were no patient complications reported.